Event description:
The patient underwent generator replacement on (B)(6) 2015 due to depleted battery. The generator was returned for analysis on 02/10/2015. Product analysis was completed and approved on (B)(6) 2015. In the product analysis lab it was confirmed that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications .analysis of the generator in the product analysis lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
Clinic notes dated (B)(6) 2014 notes that the patient has experienced more seizures since his last visit on (B)(6) 2014. It was also noted that the patient also has been experiencing more problems with headaches, concentration and memory. It was noted that multiple attempts to interrogate the patient's generator were unsuccessful. It was reported that the physician believes the generator may be malfunctioning. The patient was referred for generator replacement. No known surgical interventions have been performed to date.

Manufacturer narrative:
.